Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, loose stools with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with amikacin injection (250 milligrams, intraperitoneal, start dose), zactum injection (4.5 grams, intravenous, frequency was not reported) and levomac (250 milligrams, once daily, route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.